Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. During functional testing, both instruments made a clicking and crunching sound and the gear popped. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. Both units were disassembled and damage was noted to the spur gear. Microscopic evaluation of the returned dlu noted scratches on the inner tube. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the tack not advancing is due to the damaged spur gear. It was determined that during assembly the two handle halves were not screwed together with the appropriate torque output. When the instrument was cycled the force needed to properly deploy the deep purchase tacks could not be obtained and resulted in damage to the internal gears. This damaged causes the tack to not deploy or seat properly in the tissue. The product analysis established a relationship between a device failure and the reported incident of tack did not advance. However, the investigation detected a secondary condition of dlu loaded improperly that has no relationship to the reported incident. Replication of the secondary condition could be due to excessive manipulation or to improper loading of the single use loading unit. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic recurrent incisional hernia repair procedure, there were issues loading/ firing the device. Device was able to be used correctly but eventually was not able to fire tacks. Issue happened with multiple handles. There was no patient injury.